Manufacturer narrative:
Per the fse, the kinked wash buffer tubing restricted wash buffer flow into the wash carousel dispense probes. This restriction impacted the processing of patient samples on board the instrument at the time of the event. Quality control (qc) was within the customer's established limits prior to the event but outside of ranges after the event. Per the customer supplied documentation, a system check performed on (B)(4) 2012 passed within instrument specifications. System check performed on (B)(4) 2012 after the event failed. Related MDR: 2122870-2012-01072.

Event description:
The customer reported obtaining erroneously elevated troponin I (accutni) results above the acute myocardial infarction (ami) cutoff for one (1) patient. The result was generated on an access 2 immunoassay analyzer, used in conjunction with access accutni calibrators (lot 116461) and accutni reagent (lot 118472). Repeat testing of the patient sample on the same instrument reproduced elevated results which did not fit clinical picture of the patient. The patient's results obtained on the prior day were within the normal range of the assay. Repeat testing of the same sample at an alternate lab produced lower results within the normal reference range. The customer indicated that the inpatient was seen for an orthopedic problem and treatment was delayed when the laboratory did not report out the erroneous patient results. There was no report of injury to the patient. The field service engineer (fse) assessed the unit at the facility.